Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging that the subject meter has black marks on the display, which was unresolved with troubleshooting. There were no allegations of harm of injury. A replacement meter was sent to the patient.

Manufacturer narrative:
Device evaluation = lifescan received the meter involved with this complaint and completed device evaluation on (B)(4) 2011. Investigation confirmed the damaged display.